Event description:
I developed breast implant illness from my breast implants. I had to have them removed and I am still healing, but as a healthcare professional myself, it abundantly clear my illness was directly due to the implants. I had 33 different problems by the time I explanted. I had horrible symptoms that I believe would have killed me had I not gotten an explant. Two of my biggest problems were weight gain (over 80lbs) with no reason as to why I gained that much or could not lose weight to save my life. I had been the same size since 8th grade and ate no differently after having my implants put in. I also had numbness in my arms and legs. For about 8 months prior to explant my arms were numb from the elbows down with absolutely no feeling at any point. I had a number of other issues due to those toxic bags and almost all of my symptoms are gone now that they are out. When I woke up from surgery I immediately had feeling again in my arms and could finally take a deep breath. Since then I have lost over 35lbs without dieting or exercising just to see what would happen. I had so many issues and felt so bad all the time I had lost all hope and accepted that I would die in my 30s due to the fact that I was so sick and no doctor could help me. That's not who I am as a person and I am so thankful I did not give up. My sister was also sick and I knew as a nurse if I didn't figure this out she would die and my three nephews would be without a mom. I figured this out and with the help of a doctor who finally knew about this and recognized this is a real problem, my sister and I are both alive and recovering now. However, due to the issues I had I lost immunity to measles after taking a booster and now I'm allergic to most vaccines so there are still plenty of issues that I have to deal with because of the implants. Please, I am begging you as a healthcare professional myself who would've also had a hard time believing this before I had to live through this nightmare, please help us. Help women to figure out what is making so many of us sick. Also, as someone who works in surgery please make this a real, recognized problem so we can truly give our patients informed consent. Right now, none of us are getting actual informed consent and that is devastating. FDA safety report ID # (B)(4).